Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would power on by itself. In this state, the device hlc internal battery could experience premature depletion and so if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Further evaluation of the device could not duplicate the reported issue and the device passed all testing. The customer received a replacement and this device has been archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would power on by itself. In this state, the device hlc internal battery could experience premature depletion and so if needed, defibrillation (automated, manual or synchronized cardioversion) therapy may not be able to be delivered. There was no patient involvement reported with the event.